Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and determined that the device metal piece at the end had come off and the device was missing the snap ring and the washer bearing and spacer. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to wear from normal use and servicing over time. If additional information should become available, a suplemental medwatch will be submitted accordingly.

Event description:
It was reported that during pre-surgery setup, it was observed that the inner metal ring on the attachment device was missing. During in-house engineering evaluation, it was determined that the metal piece at the end had come off and both the snap ring and the washer bearing and spacer were missing on the device. There were no delays to the planned surgical procedure. A spare device was available for use. There was no patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.